Event description:
Tip of right coronary catheter broke off from the catheter and became lodged in the left main coronary artery. The dislodged tip had to be retrieved by using a snare. Dates of use: 2008. Diagnosis or reason for use: recurrent chest pain.